Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the device light went out, no power and a dark image during an endobronchial ultrasound procedure involving an olympus video system center. No patient injury was reported